Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, a message was received that the minute ventilation sensor calibration was not successful as there was no valid lead. Boston scientific technical services (ts) reviewed the available data and the competitor lead impedance measurement for ring to can configuration was 87 ohms and the lowest permissible value is 150 ohms. No noise was presented of the electrocardiograms and impedance measurements were appropriate. The minute ventilation sensor was disabled and the accelerometer was left on to provide some degree of rate response during physical activity. No adverse patient effects were reported.